Manufacturer narrative:
This is two of two initial MDR submitted for this complaint with associated MFR# 3008264254-2016-00095 and 1226348-2016-00189. (B)(4). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
As reported by a health care professional, during coil embolization the enterprise stent (enc452212/ 10512792) could not be advanced via the mid shaft of a prowler microcatheter (606s255x/17197654). The stent was withdrawn with the microcatheter and new devices were used to complete the procedure. There were no damages noted on the complaint stent or the microcatheter prior to use or upon removal. An adequate flush maintained through the catheter and there was no difficulty tracking the catheter to the target site or excessive manipulation/torquing required prior to introduction of the stent. The vessels were not excessively tortuous. There was no report on the patient injury and there were no intra or post procedural complications related to the reported event or the device. Patient outcome was reported to be fine. It was initially reported that complaint product is available for return.

Manufacturer narrative:
This is two of two final MDR submitted for this complaint with associated MFR# 3008264254-2016-00095 and 1226348-2016-00189. A non-sterile enterprise device was received inside of a plastic bag. The delivery wire was received inside of a stent dispenser hoop and it was found without any damage. The introducer tube was inspected and no damages were noted on it. The stent was received deployed and no damages were noted. The functional analysis could not be performed through microcatheter received under investigation # (B)(4) as the stent was received deployed and it is necessary that the stent is inside of the introducer tube to perform the functional analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the customer as ¿delivery wire - impeded in microcatheter with loss of cerebral target position¿ could not evaluated as the stent was received deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. No corrective action will be taken at this time.